Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer reported that the interrupted procedure was a laparoscopy. The device rebooted and initiated an operating system update, preventing user access to required medication. Propofol, fentanyl, midazolam, succinylcholine were the required medications. The customer reported a delay of 15-20 minutes. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer reported that the interrupted procedure was a laparoscopy. The device rebooted and initiated an operating system update, preventing user access to required medication. Propofol, fentanyl, midazolam, succinylcholine were the required medications. The customer reported a delay of 15-20 minutes. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist remotely evaluated the device's log files and determined files were corrupted making it impossible to confirm the cause of the random reboot. A field service engineer evaluated the device and stopped the operating system updates, deleted the corrupted files, and applied kb5019964. The technical support specialist verified the operating system updates installation and confirmed the station was operational.

Event description:
It was reported that a bd pyxis anesthesia es system unexpectedly stopped responding during a laparoscopy. The device rebooted and initiated an operating system update, preventing user access to medications: propofol, fentanyl, midazolam, succinylcholine. The reported event caused a delay of 15-20 minutes with no other medical intervention. There was no patient harm or adverse event reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5 e2, e3, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-jan-2021 to 06-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station had unexpected reboot due to corrupted files. The technical support specialist was unable to confirm the root cause due to corrupted event viewer logs. The field service engineer remoted into station and stopped the windows update service, deleted the corrupted files from the datastore directory. The system functioned as intended after the field service engineer troubleshot the device.